Manufacturer narrative:
(B)(4). Per information provided by the biomed, carefusion technical support determined that the reported event was most likely caused by a faulty gas delivery engine (gde). A replacement gas delivery engine will be shipped to the user facility, however they were advised that at present there are no gas delivery engines (gde) available. Once available, a gas delivery engine will be provided to the user facility to repair the device and return it back to service.

Event description:
Biomed at a user facility called to report a leaking flow control valve (fcv). The unit was on a patient at the time of the event, however there was no harm to the patient. The patient was switched to another unit.

Manufacturer narrative:
Failure analysis (fa) lab received a gas delivery engine (gde). The gde was inspected externally, no anomalies were found. The gde was installed on to an avea test station and powered on to user mode, using system leakage settings per test standard and was able to see the reported flow control valve (fcv) leak on the paw and vt waveform monitors. Proceeded by conducting 4.4 fcv characterization per test standard and the test failed. The test will not complete, the screen will just display fcv characterization in progress even after 40 minutes. Continued by disassembling gde to replace fcv assembly with a known good one, while removing fcv assembly, it was noted the green tubing that goes from the o2 relay port to bottom of 02 blender port was being pinched by the fcv assembly. The green pinched tubing was replaced with a new green tubing. The original fcv assembly was reinstalled and re ran the 4.4 flow control valve characterization and it still failed. The fcv assembly was replaced with a known good fcv assembly. After the replacement was made, re-ran the 4.4 flow control valve characterization and testing passed, waveforms improved and fcv no longer shows a leak. The customers issue was duplicated and isolate the reported problem to the flow control valve assembly.